Manufacturer narrative:
.

Manufacturer narrative:
Method, conclusions: the customer did not request on-site service from bec. There is no conclusive evidence of a system malfunction. Bec analysis of the quality control data indicates quality control was passing at the time of the event. Reagent used in conjunction with the access 2 immunoassay analyzer: part number: (B)(4), description: access accutni 2 x 50 determinations.

Event description:
Beckman coulter, inc. (Bec) contacted customer per bec (B)(4). Customer reported to bec that the access 2 immunoassay analyzer (access 2) generated an erroneous troponin I (accutni) patient result. Customer reported the erroneous result was reported out of the laboratory. Customer reported they have an accutni repeat protocol in place. The protocol is to reanalyze any sample that is elevated. However the emergency room (ER) does not want to wait for repeat results. Therefore, the laboratory releases the initial accutni result and then contact the ER with any corrected reports if necessary. There was no report of any adverse event or injury requiring medical intervention or patient treatment.